Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. No evidence was found that would result in pain during insertion at the infusion site; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found damaged, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path despite this damage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to 350 mg/dl. As treatment, the patient applied a new pod,